Event description:
It was reported that breakage or cracking of the tubing near the port. Had to deaccess the patient and reaccess, and for pediatric patients, is not ideal. Breaking or cracking of tubing resulted in leak while chemotherapy was infusing. No other information was provided. It was reported this occurred with five devices. This report addresses all five devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that breakage or cracking of the tubing near the port. Had to deaccess the patient and reaccess, and for pediatric patients, is not ideal. Breaking or cracking of tubing resulted in leak while chemotherapy was infusing. No other information was provided. It was reported this occurred with five devices. This report addresses all five devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of damaged extension tubing was confirmed. The products returned for evaluation were three 20g powerloc max infusion sets without y-site. The returned product samples were evaluated and the following observations were made: a tear in the extension tube was seen at the interface of the proximal luer adapters. The fracture surfaces of the damage contained striation-like patterns which were indicative of flexural fatigue based failures, which may have been a contributing factor to the extension tubing damage. Repetitive mechanical stresses such as twisting and kinking may have contributed to the observed event; however, it appeared that additional unidentified factors also contributed. The device is a supplied component and the supplier has been notified of this event. This complaint will be recorded for future trending and monitoring purposes.